Manufacturer narrative:
H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from malaysia that a patient with a 27mm perimount valve implanted in the mitral position was planned for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.

Manufacturer narrative:
Initially it was reported that the subject device was planned for a valve-in-valve procedure after an unknown implant duration due to unknown reasons. Through investigation, it was learned that the valve-in-valve procedure was performed after an implant duration of ten (10) years and seven (7) months due to valve stenosis. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.